Event description:
It was further reported that a total of four batteries, when fully charged and connected to the controller, "instead of one battery emptying. Empty both at the same time." It was further reported that the controller ac and dc adapter and a battery charger exhibit "improper charging." The batteries, ac adapter, dc adapter and battery charger were removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system battery, d9: no, h3: no, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system battery, d9: no, h3: no, h5: no, h6: the codes present in section h6 correspond to components/products that comprise d1: heartware ventricular assist system battery, d9: no, h3: no, h5: no, h6: the codes present in section h6 correspond to components/products that comprise d1: heartware ventricular assist system controller ac adapter, d4: model#: 1430de / catalog#: 1430de / d9: no, h3: no, h5: no, h6: the codes present in section h6 correspond to components/products that comprise d1: heartware ventricular assist system controller dc adapter, d4: model #: 1440 / catalog #: 1440 / h9: no, h3: no, h5: no, h6: the codes present in section h6 correspond to components/products that comprise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction. This event is a duplicate of a previously submitted report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that despite being fully charged when connected to the controller, the battery doesn't show any bars indicating the battery is charged. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.